Event description:
As reported by the user facility: complaint desc: according to end user "they were trying to remove the epidural catheter, and it was stuck. User tried taking it out with pt in various positions and when pt lay on her side, I was able to pull it out. The tip was intact. I noticed a significant kink in the line and it looked like the metal spring part was broken with only the plastic holding it together."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.